Event description:
Post deployment of the 23mm sapien xt valve, moderate paravalvular leak (pvl) was present. 2 days post tavr, the patient developed circulatory failure and pulmonary edema, secondary to pvl. A surgical avr was performed. The patient¿s native annular diameter size was borderline for a 23mm and a 26mm sapien xt valve. It was decided to determine the valve size by inserting an 18fr esheath first and performing bav with a 22mm bav balloon. Bav was performed with a 22mm tyshak balloon catheter. There was no leak into left ventricle observed. The decision was made to deploy a 23mm sapien xt. The valve was deployed with nominal volume and landed 50:50 aortic/ventricular with moderate paravalvular leak (pvl). Post dilation was performed with a 25mm balloon with 1ml less than nominal volume, but the pvl remained mild to moderate. Pre-procedural aortic regurgitation was trivial. The patient left the operation room with intubated. After the procedure, tte was performed several times to determine if a surgical avr was required. It showed good cardiac contraction, but mild to moderate pvl was observed at the 3 o'clock direction. On pod2, tte showed that the pvl still remained mild to moderate, but circulatory failure and pulmonary edema were observed. The circulatory failure was due to pvl, and the end-diastolic pressure was high. The xt valve was explanted and replaced with a 23mm surgical bioprosthetic valve was implanted. On pod6, the patient was still intubated, but post operative course was stable. The patient will be transferred to general ward soon.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the post deployment pvl cannot be confirmed; however, it appears that it was related to patient factors (i.e. Borderline annular diameter ¿ 23mm xt valve in 20.9mm annulus with moderate calcification by tte). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.